Event description:
It was reported that during a procedure, the catheter was cracked and could not apperceive magnetic signal. The issue was resolved by changing another catheter. Additional information was requested, but no response has been received. On (B)(6) 2013, upon receiving the product in biosense webster lab, it was noticed that peek housing is cracked open between rings #1 and #2 making this event reportable.

Manufacturer narrative:
(B)(4).